Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is unknown, as patient history was not provided, however could be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in australia, nine months after the implantation of a 26mm sapien xt valve, the patient became increasingly symptomatic with heart failure symptoms. Post initial implant there was trivial/mild leak, but has progressed to moderate/severe on imaging with pa pressures changing from 40mmhg to 74 mmhg. Lv function is currently preserved. A sapien 3 valve-in-valve procedure has been requested to resolve it. Index implant procedure was routine with no complications or issues during implant. Final position of implanted valve was considered slightly high but satisfactory.